Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, this device was used along with the spybite biopsy forceps to take biopsy. It was noticed that the working channel sleeve of the spyscope protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded. There were no reported issues with the spybite. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.